Event description:
Patient was undergoing coil embolization procedure using penumbra ruby coils. A total of nine coils were used in the case. Two coils were unable to be implanted because they unintentionally detached inside the delivery catheter. No adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR 3005168196-2013-00543. Hospital discarded of device.